Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp secondary medication set would not flow. During patient infusion with an unspecified chemotherapy medication, the primary line was clamped. The nurse attached the secondary tubing and it created an upstream occlusion. The nurse changed the primary set; however, the upstream occlusion remained. The entire set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.